Manufacturer narrative:
Medwatch report #: 1000870000-2020-8008. Returned product consisted of a watchman truseal access system. The device was returned with the watchmen delivery system, and the dilator was snapped inside the sheath. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection found no damage or defect with the returned device.

Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned but perforated the distal appendage prior to implantation. The patient remained stable and no effusion was noticed. The was was safely removed and with assistance from a cardiothoracic surgeon the site was closed with a non-bsc device successfully. No watchman device was implanted and the procedure was aborted. It was further reported through medwatch 100080000-2020-8008: after confirmation of the correct size device, the angled pigtail was withdrawn, and the device was loaded through the delivery catheter. A 24mm watchman device was attempted but removed due to being not distal enough and left too much of a posterior shoulder. The second 24mm watchman device failed to pass stability testing. At this point the decision was made to pursue the anterior lobe. The pigtail was re-advanced through the delivery sheath and into the most anterior lobe. After assurance of free aspiration from the watchman delivery sheath, the pigtail was withdrawn, and another 24mm watchman device was prepped and advanced. As the device came into view, a static imaged was obtained to assure the "feet" of the device were within the delivery specifications. As the device was being advanced, but still well within the sheath, the sheath itself appeared to "jump forward" approximately 1cm. Contrast was confirmed within the pericardial space. There was no pericardial effusion and the patient remained hemodynamically stable throughout.

Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned but perforated the distal appendage prior to implantation. The patient remained stable and no effusion was noticed. The was was safely removed and with assistance from a cardiothoracic surgeon the site was closed with a non-bsc device successfully. No watchman device was implanted and the procedure was aborted.